Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through real-time freeze transmission, it was suspected that the right atrial lead was dislodged. The patient was brought into the clinic on (B)(6) 2019, and ra lead dislodgement was confirmed with a chest x-ray. The patient was not symptomatic to lead dislodgment. During device interrogation, high capture threshold and low p wave amplitudes were observed on the lead. The impedance value was stable. The physician suspected that the patient¿s ra lead became dislodged while the patient participated in white water rafting. Lead revision procedure was scheduled for (B)(6) 2019. The ra lead was explanted and replaced. During the procedure, when the physician attempted to place more slack in the right ventricular lead, the rv lead was also dislodged. The rv lead was explanted and replaced. The patient was stable throughout the event. During the post-op device check on the day after the procedure, a chest x-ray was performed, and results were normal. The patient was discharged in stable conditions.